Manufacturer narrative:
Evaluation of the returned lightning confirmed the reported red-light error. Upon opening the housing, the distal pressure sensor connection was loose within the lightning unit. This likely caused the lightning system to become non-functional as it detected an issue with the system. Upon reconnecting the sensor cable, the unit was able to function as intended. The root cause of the connection becoming loose could not be determined. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac artery using a lightning aspiration tubing (lightning), indigo system aspiration catheter 12 (cat12), and penumbra engine (engine). During the procedure, the physician plugged the lightning into the engine, and indicator light on the lightning was green. As the physician began to advance the cat12 into the patient, the indicator light on the lightning turned solid red. Subsequently, the physician turned off the engine and re-plugged the lightning into the engine. The indicator light remained red. Therefore, the lightning was removed. The procedure was completed using a new lightning and cat12 and the same engine. There was no report of an adverse effect to the patient.